Event description:
It was reported that the patient came in due to alerts sounding. Interrogation showed that the right ventricular lead had variations in impedances and noise/oversensing. Patient went to surgery and the physician could view through the header that the lead was not fully inserted. After reinserting the rv lead fully into the header there was still oversensing. The physician then decided to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered. Five - patient alerts for lead failure predictor between (B)(4)-2011 20:56:11 and (B)(4)-2011 23:25:03. Sensing - oversensing 12 - ventricular nst <=210 ms between (B)(4)-2011 06:17:22 and (B)(4)-2011 00:20:48. Sensing - interference/noise. Ventricular short interval count v-sic=28.0 counts avg/day, in 3.93 days, between (B)(4)-2011 10:24:44 and (B)(4)-2011 08:37:16.